Manufacturer narrative:
Additional information was received that the physician did not want to do anything with the contacts left in the epidural space. No further course of action.

Event description:
A report was received that three contacts were left in the patient's back after having an explant procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that three contacts were left in the patient's back after having an explant procedure.